Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis and blood glucose levels of 565 mg/dl or higher. The patient was put up on insulin drip and later multiple daily injections and pump was removed as a corrective measure in the hospital. The infusion set was in use for one day. The patient had ketones and health care professional identified ketone level as dangerous/life threatening. The blood glucose level was 450-500 mg/dl when patient left the emergency room and was in a better condition but was feeling dizzy and had a backache. The patient delivered insulin using the pump before going to the emergency room to correct high blood glucose. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.